Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. G.4. K201075; k251654 h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-n autoguard winged yel 24gax.56in catheter released prematurely. Verbatim: nurses having trouble placing catheters because the catheter hub disconnects from the needle grip and flashback chamber when they are fishing for a vein. When I consulted my manager, x, she stated that the pieces should not disconnect that easily and is concerned that it's a problem with the lot. When they try to reinsert the needle it is going through the catheter and they have to start over. The nurses and nurse manager are just complaining that the catheter is separating from the needle prematurely making it hard to start ivs on the infants and at times many sticks and last week they tried so many times that they had to insert a central line instead. The central line example was only mentioned once but the fact that they have to stick other infants multiple times is concerning to them. It is rare they get the IV on the first or second time like they used to.